Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ device breakage'), perforation ('migration or perforation'), pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. D01976valid csd00luinv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the physician informed me I had 2 implant inserted on one side.". The patient's medical history included biopsy in 2014, gravida ii, parity 1 (live birth: (B)(6) 1997), fractured nose (closed reduction on (B)(6) 2014), breast mass, irregular periods, anxiety, premenstrual syndrome, cholecystectomy and cesarean section. Previously administered products included for birth control: nuvaring and mirena iud. Concurrent conditions included reflux esophagitis, insomnia, nasal septum deviation, vulvovaginal candidiasis, herpes simplex, obstructive sleep apnea syndrome, sebaceous cyst, female infertility of tubal origin, heavy periods, feeling unwell, fibroids and anesthesia (during essure removal). Concomitant products included mestranol;norethisterone (ortho novum) for birth control as well as acetylsalicylic acid (aspirin), aciclovir, antivirals, topical, calcium, ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin fe), fluoxetine, multivitamin and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), neck pain ("neck pain"), vulvovaginal mycotic infection ("yeast infections / infection (bladder/urinary tract/vaginal) type: yeast infection"), dizziness ("dizziness"), fatigue ("fatigue"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), adhesion ("adhesions"), perineal pain ("perineal pain"), mood swings ("hormonal changes describe: mood swings, night sweats"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: vision issues increased after implant"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea issues"), abdominal pain ("abdominal pain"), asthenia ("weak"), insomnia ("could not sleep"), obesity ("obese"), vaginal haemorrhage ("abnormal bleeding (vagina) ") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, genital haemorrhage, abdominal distension, vulvovaginal mycotic infection, dizziness, fatigue, female sexual dysfunction, hormone level abnormal, gastrointestinal disorder, dyspepsia, alopecia, vaginal discharge, weight increased, weight decreased, adhesion, perineal pain, mood swings, night sweats, hot flush, migraine, headache, dysmenorrhoea, vision blurred, diarrhoea, abdominal pain, asthenia, insomnia, obesity, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, neck pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, asthenia, back pain, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, menorrhagia, migraine, mood swings, neck pain, night sweats, obesity, pelvic pain, perforation, perineal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 199 lbs. Approximate weight at the time of essure placement: 169 lbs. On (B)(6) 2016: surgical pathology report: right fallopian tube with essure device-completely transected fallopian tube with essure device b left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: event perforation added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ device breakage'), perforation ('migration or perforation') and pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. D01976, csd00lu-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the physician informed me I had 2 implant inserted on one side.". The patient's medical history included biopsy in 2014, gravida ii, parity 1 (live birth: (B)(6) 1997), fractured nose (closed reduction on (B)(6) 2014), breast mass, irregular periods, anxiety, premenstrual syndrome, cholecystectomy and cesarean section. Previously administered products included for birth control: nuvaring and mirena iud. Concurrent conditions included reflux esophagitis, insomnia, nasal septum deviation, vulvovaginal candidiasis, herpes simplex, obstructive sleep apnea syndrome, sebaceous cyst, female infertility of tubal origin, heavy periods, feeling unwell, fibroids and anesthesia (during essure removal). Concomitant products included mestranol;norethisterone (ortho novum) for birth control as well as acetylsalicylic acid (aspirin), aciclovir, antivirals, topical, calcium, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), fluoxetine, valaciclovir hydrochloride (valtrex) and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)"), abdominal distension ("bloating"), neck pain ("neck pain"), vulvovaginal mycotic infection ("yeast infections / infection (bladder/urinary tract/vaginal) type: yeast infection"), dizziness ("dizziness"), fatigue ("fatigue"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), adhesion ("adhesions"), perineal pain ("perineal pain"), mood swings ("hormonal changes describe: mood swings, night sweats"), night sweats ("hormonal changes describe:night sweats"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: vision issues increased after implant"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea issues"), abdominal pain ("abdominal pain"), asthenia ("weak"), insomnia ("coiuld not sleep"), obesity ("obese"), vaginal haemorrhage ("abnormal bleeding (vagina) ") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, genital haemorrhage, abdominal distension, vulvovaginal mycotic infection, dizziness, fatigue, female sexual dysfunction, hormone level abnormal, gastrointestinal disorder, dyspepsia, alopecia, vaginal discharge, weight increased, weight decreased, adhesion, perineal pain, mood swings, night sweats, hot flush, migraine, headache, dysmenorrhoea, vision blurred, diarrhoea, abdominal pain, asthenia, insomnia, obesity, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, neck pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, asthenia, back pain, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, menorrhagia, migraine, mood swings, neck pain, night sweats, obesity, pelvic pain, perforation, perineal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 199 lbs. Approximate weight at the time of essure placement: 169 lbs. On (B)(6) 2016: surgical pathology report: right fallopian tube with essure device-completely transected fallopian tube with essure device b left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Lot number csd00lu is invalid. Batch no d01976, production date 2014-08-28, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. Gsd00lu, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (live birth: (B)(6) 1997), fractured nose (closed reduction on (B)(6) 2014), breast mass and biopsy in 2014. Previously administered products included for birth control: nuvaring in 2014 and mirena iud. Concurrent conditions included reflux esophagitis, insomnia, nasal septum deviation, vulvovaginal candidiasis, herpes simplex, obstructive sleep apnea syndrome and sebaceous cyst. Concomitant products included normensal (ortho-novum) for birth control as well as acetylsalicylic acid (aspirin), aciclovir (zovirax), calcium, fluoxetine, multivitamin, norlestrin fe (loestrin fe), paracetamol (feverall) and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), neck pain ("neck pain"), vulvovaginal mycotic infection ("yeast infections"), dizziness ("dizziness"), fatigue ("fatigue"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss"), weight decreased ("weight gain / loss"), adhesion ("adhesions") and perineal pain ("perineal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, abdominal distension, vulvovaginal mycotic infection, dizziness, fatigue, female sexual dysfunction, hormone level abnormal, gastrointestinal disorder, dyspepsia, alopecia, vaginal discharge, weight increased, weight decreased, adhesion and perineal pain outcome was unknown and the pelvic pain, neck pain and back pain had resolved. The reporter considered abdominal distension, adhesion, alopecia, back pain, device breakage, dizziness, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, neck pain, pelvic pain, perineal pain, vaginal discharge, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Current weight as of (B)(6) 2018: 199 lbs. Approximate weight at the time of essure placement: 169 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2015. Events abnormal bleeding (general), pelvic pain, device breakage were clubbed with previously reported events. Events female sexual dysfunction, hormone level abnormal, gastrointestinal disorder, dyspepsia, alopecia, vaginal discharge, weight increased, weight decreased, adhesion, perineal pain were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. Csd00lu, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the physician informed me I had 2 implant inserted on one side.". The patient's past medical history included gravida ii, parity 1 (live birth: (B)(6) 1997), fractured nose (closed reduction on (B)(6) 2014), breast mass, biopsy in 2014, irregular periods, anxiety, premenstrual syndrome, cholecystectomy and cesarean section. Previously administered products included for birth control: nuvaring in 2014 and mirena iud. Concurrent conditions included reflux esophagitis, insomnia, nasal septum deviation, vulvovaginal candidiasis, herpes simplex, obstructive sleep apnea syndrome, sebaceous cyst, female infertility of tubal origin, heavy periods, feeling unwell and fibroids. Concomitant products included normensal (ortho-novum) for birth control as well as acetylsalicylic acid (aspirin), aciclovir (zovirax), antivirals, topical, calcium, fluoxetine, multivitamin, norlestrin fe (loestrin fe) and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), neck pain ("neck pain"), vulvovaginal mycotic infection ("yeast infections / infection (bladder/urinary tract/vaginal) type: yeast infection"), dizziness ("dizziness"), fatigue ("fatigue"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss"), weight decreased ("weight gain / loss"), adhesion ("adhesions"), perineal pain ("perineal pain"), mood swings ("hormonal changes describe: mood swings, night sweats"), night sweats ("hormonal changes describe:night sweats"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: vision issues increased after implant"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea issues"), abdominal pain ("abdominal pain"), asthenia ("weak"), insomnia ("coiuld not sleep"), obesity ("obese"), vaginal haemorrhage ("abnormal bleeding (vagina) ") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, abdominal distension, vulvovaginal mycotic infection, dizziness, fatigue, female sexual dysfunction, hormone level abnormal, gastrointestinal disorder, dyspepsia, alopecia, vaginal discharge, weight increased, weight decreased, adhesion, perineal pain, mood swings, night sweats, hot flush, migraine, headache, dysmenorrhoea, vision blurred, diarrhoea, abdominal pain, asthenia, insomnia, obesity, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, neck pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, asthenia, back pain, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, menorrhagia, migraine, mood swings, neck pain, night sweats, obesity, pelvic pain, perineal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Current weight as of (B)(6) 2018: 199 lbs. Approximate weight at the time of essure placement: 169 lbs. On (B)(6) 2016: surgical pathology report: right fallopian tube with essure device-completely transected fallopian tube with essure device b left fallopian tube. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Events mood swings, night sweats, hot flashes,vaginal bleeding, menorrhagia, yeast infection, migraines, headaches, dysmenorrhea, blurred vision, diarrhea, device use issue abdominal pain, are added. Lot number & lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. On 6-jun-2018: medical record received. Non significant fu: non new information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 17-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015 for permanent contraception. As a result of her implantation with essure she experienced pain, fracturing of the implant, heavy bleeding, bloating, neck pain, yeast infections, dizziness, fatigue, and back pain. On (B)(6) 2016 she had surgery to remove the essure implant. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain), heavy bleeding (seen as genital bleeding) and also reported a fracturing of the implant. These events are anticipated in the reference safety information for essure. Approximately 18 months after insertion, essure coils were removed. Pelvic pain and genital bleedings, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, it was not reported if fracturing of the implant had occurred during insertion or removal procedures. However, based on the nature of this event, causality cannot be totally excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 14-dec-2016: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample no available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain), heavy bleeding (seen as genital bleeding) and also reported a fracturing of the implant. These events are anticipated in the reference safety information for essure. Approximately 18 months after insertion, essure coils were removed. Pelvic pain and genital bleedings, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, it was not reported if fracturing of the implant had occurred during insertion or removal procedures. However, based on the nature of this event, causality cannot be totally excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage"), pelvic pain ("pain/ pelvic pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. D01976 (valid)/ csd00lu (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the physician informed me I had 2 implant inserted on one side.". The patient's past medical history included gravida ii, parity 1 (live birth: (B)(6) 1997), fractured nose (closed reduction on (B)(6) 2014), breast mass, biopsy in 2014, irregular periods, anxiety, premenstrual syndrome, cholecystectomy and cesarean section. Previously administered products included for birth control: nuvaring in 2014 and mirena iud. Concurrent conditions included reflux esophagitis, insomnia, nasal septum deviation, vulvovaginal candidiasis, herpes simplex, obstructive sleep apnea syndrome, sebaceous cyst, female infertility of tubal origin, heavy periods, feeling unwell, fibroids and anesthesia (during essure removal). Concomitant products included normensal (ortho-novum) for birth control as well as acetylsalicylic acid (aspirin), aciclovir (zovirax), antivirals, topical, calcium, fluoxetine, multivitamin, norlestrin fe (loestrin fe) and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), neck pain ("neck pain"), vulvovaginal mycotic infection ("yeast infections / infection (bladder/urinary tract/vaginal) type: yeast infection"), dizziness ("dizziness"), fatigue ("fatigue"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain / loss"), weight decreased ("weight gain / loss"), adhesion ("adhesions"), perineal pain ("perineal pain"), mood swings ("hormonal changes describe: mood swings, night sweats"), night sweats ("hormonal changes describe:night sweats"), hot flush ("hormonal changes describe:hot flashes"), migraine ("migraines"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: vision issues increased after implant"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea issues"), abdominal pain ("abdominal pain"), asthenia ("weak"), insomnia ("coiuld not sleep"), obesity ("obese"), vaginal haemorrhage ("abnormal bleeding (vagina) ") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, abdominal distension, vulvovaginal mycotic infection, dizziness, fatigue, female sexual dysfunction, hormone level abnormal, gastrointestinal disorder, dyspepsia, alopecia, vaginal discharge, weight increased, weight decreased, adhesion, perineal pain, mood swings, night sweats, hot flush, migraine, headache, dysmenorrhoea, vision blurred, diarrhoea, abdominal pain, asthenia, insomnia, obesity, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, neck pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adhesion, alopecia, asthenia, back pain, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, insomnia, menorrhagia, migraine, mood swings, neck pain, night sweats, obesity, pelvic pain, perineal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 8-may-2015: total bilateral occlusion. Current weight as of 27-feb-2018: 199 lbs. Approximate weight at the time of essure placement: 169 lbs. On 15-jul-2016: surgical pathology report: right fallopian tube with essure device-completely transected fallopian tube with essure device b left fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc incident ; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.